Event description:
It was reported that the pump had a bubbled and delaminated downstream occlusion (dso) sensor seal. Discovered during testing. No patient involvement was reported.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. The complaint was confirmed by visual and functional inspection. The cause was the downstream occlusion (dso) sensor. Replaced dso seal, updated software. The device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.